Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported seeing the end of service (eos) message, even though the "battery wasn't that old." It was noted that prior to the device reaching eos stimulation was kept on continuously at 4.5. A follow-up appointment was scheduled for (B)(6) to discuss a battery replacement as the patient had more pain without the device. Relevant medical history includes chronic low back pain and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.